Manufacturer narrative:
The technician believes that after a period of time, the brake casters cannot be adjusted any longer because the caster locks. This caster has never been changed. So over time, the caster has worn out. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account called for annual preventative maintenance to be performed on the bed. The hill-rom technician found the bed with the brake caster that swivels while in brake mode. The bed was located in the accounts bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).